Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per consumer's son, the mothers bed is not able to go up and down due to a screw missing that is attached to it. The son was not near the bed and just wants to get a new screw. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 5490ivc, serial number/date code unknown. The owner's manual part number 1114836 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.